Event description:
Pt self tester reports discrepant results. Date: unk, inratio: 7.5. Date: unk, lab: 4.7 (approx 24 hours later). Pt's target therapeutic range 2.5-3.5.

Manufacturer narrative:
Investigation pending.